Manufacturer narrative:
(B)(4). G2 ¿ foreign ¿ greece. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the oscillating saw attachment stopped suddenly and was overheated. This event is related to a malfunction that could potentially lead to a sterility issue/serious injury. However, no patient harm or further outcome was reported. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: b4, b5, d4, d9, g3, g6, h1, h2, h3, h6, h11. Review of the most recent repair record determined the oscillator and eccentric system were malfunctioning and the fork was broken. The oscillator and eccentric system were replaced to resolve the reported issue. Review of the previous repair record identified no related repairs to the reported event. The device was tested and found to be functioning to specifications prior to release to the customer. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and serial combination. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.